Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model#: sc-3400-30, serial (B)(4), description: infinion splitter 2x8 kit (30 cm). Model#: sc-4316, lot #: 16071238, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient developed bacterial infection. The symptoms included redness, swelling and pain at the lower aspect of mid-spinal incision site. The patient was treated with antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the suspected caused of the infection was procedure related. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient developed bacterial infection. The symptoms included redness, swelling and pain at the lower aspect of mid-spinal incision site. The patient was treated with antibiotics. The patient underwent an explant procedure.